Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# 0207072619, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory; product ID 3877-75, lot# 0206934023, product type: lead; product ID 3877-75, lot# 0206934023, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s leads were revised 14 days after implant because the lead tips migrated. It was noted that at implant the lead tips were at c2/c3 and anchored in subcutaneous tissues over the cervical spine, the first day post-op the left lead tip was at c6 and right was at c5, and on the fourth day post-op the lead tips were at t1 and c7 (which was confirmed by radiology). It was reported that after the lead revision, the leads moved caudally through the anchors with the anchors still attached to deep tissues. It was noted that the leads were replaced and a different type of anchor was used to fix the leads. It was reported that extra anchoring sutures were applied to the extension connection and the implantable neurostimulator (ins) was implanted into the right supraclavicular area. It was noted that the original ins was implanted in the left buttock with extensions on 75 cm leads. It was further reported that the patient was still in the hospital and had not achieved any ¿useful¿ paresthesia yet at 5 days post lead replacement. It was noted that the patient was ¿quite¿ depressed that the leads were not working well despite the company representative warning the patient that it would take time for the inflammation around the leads to settle and to get ¿good¿ stimulation from the system. It was reported that ¿nothing¿ was planned for explant or replacement at the time of the report because the consultant wanted to discuss the options with the patient.

Manufacturer narrative:
Analysis of the anchor 0207072619 found the anchor migrated. It was reported the anchor measurements were within spec. Anchor length measured=1.535", spec= 1.067" ± .030". Inner diameter measured= 0.033", spec = .032" ± .005". Outer diameter measured 0.1255", spec = .125" ± .005". Analysis of the other anchor 0207072619 found anchor migrated. Analysis of the lead 0206934023 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# 0207072619, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. Product ID: 3877-75, lot# 0206934023, product type: lead. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.